Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to multiple daily injections as backup therapy, and a replacement pump with updated software was sent. Customer was instructed on storage mode procedures and agreed to return the faulty pump within ten days using the provided return box and pre-paid label.